Event description:
Product analysis was completed on the returned vns generator and lead. The generator was found to be at normal end of service. The depletion was an expected event as determined by a battery life calculation (-0.67 years) and battery voltage measurement. The module performed according to functional specifications. There was no condition noted during the product analysis evaluation that would suggest any anomaly with the device. The abraded opening found on the lead outer silicone tubing, most likely provided the leakage path for what appeared to be remnants of dried body fluids found inside the outer silicone tubing. The condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted. The resistance measurement taken during decontamination verified an electrical and mechanical contact between the generator and connector pins at one point in time. Continuity checks of the returned lead portion were performed, during the visual analysis, with no discontinuities identified. Note that since the electrode array section was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead.

Manufacturer narrative:
Only a portion of the lead was returned for analysis which did not reveal any anomalies. Device failure is suspected in the lead portion not returned, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated that during a prophylactic vns generator replacement, the vns lead was noted to be kinked and fractured in the generator pocket. A new vns generator and lead was implanted. No x-rays were done prior to the surgery, and no recent vns diagnostics results were available. It is unknown if the patient had any trauma or manipulated the vns. The explanted vns generator and lead have been returned and are pending product analysis.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.